Manufacturer narrative:
Per the user guide incomplete bolus alert: you started a bolus request but did not complete the request within 90 seconds. Tap close. The bolus screen will appear. Continue with your bolus request. Tap back if you do not want to continue your bolus request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 202-396 mg/dl and an insulin pen was used to lower bg to 141 mg/dl. Customer's home nurse assisted the customer with changing the infusion set site. Customer thought a food bolus was delivered at breakfast and lunch; however, after checking pump history, it was found that an incomplete bolus alert occurred during those times. Upon follow up, customer's bg was 103 mg/dl and was not experiencing any further issues.